Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 60-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during evaluation and determined to be configuration related. We suspect the customer copied an older device configuration to this device causing it to corrupt. We have contacted this custmer to explain the investigation and reduce the probability of occurrence. The device is being returned with the default settings and the customer has been advised to manually install the configuration. Analysis of reports of this type has not identified an increase in trend.